Manufacturer narrative:
Concomitant medical products: hc10526 tissue valve, implanted: (B)(6) 1999, 4543 lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) it was noted that the patient had an episode of slow ventricular tachycardia (vt) that lasted for 3.4 hours that was not treated due to the device feature that distinguishes between rapid and gradual onset of fast ventricular rhythms that was programmed on. The crt-d remains in use. No patient complications have been reported as a result of this event.